Event description:
At approximately 8:50am the custom ultrasonic system 83 plus machine, utilized for cleaning endoscopes, had an apparent malfunction during the cleaning process. The machine failed to drain the soap and water solution cycle prior to intro of cidex opa solution. This caused the two chemicals to be mixed and fumes escaped into the room where two employees were present. One employee experienced difficulty breathing with irritation to ears and throat and the second employee experienced red and itchy bilateral forearms. Both employees were treated in ER and released without further consequences. Upon notification of event, all appropriate hosp personnel were contacted. The bio-med engineer requested a service call from the MFR. The machine that experienced the malfunction was temporarily placed out of service until repair was made.